Event description:
It was reported that bd insyte autog bc wing catheter has a hole in it. We have a lot (#5188475) of 22g catheters that have holes in them. The patient's blood is leaking out of the insertion site, however, the blood control is still in tact. So there's a hole in the tip of the catheters. Customer responded on (B)(6). This has happened on multiple occasions, the first being (B)(6) 2026 at 1000 am. The next was my coworker, julie on (B)(6) 2026, and the last one being (B)(6) 2026 with me again. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. (B)(6) patients with needle phobia got faint and lightheaded seeing blood run down their arm out of the insertion site. Again, the blood control is intact, but the leak appeared to come from a small hole in the tip of the plastic catheter.

Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.